Event description:
Attorney reported: in 2007- pt underwent open large ventral hernia repair with mesh. The following month - in post-operative doctors office visit, scab was noted at incision site. Wound culture obtained which showed positive for e. Faecalis. Md debrided scabbed area and ordered levoquiv 500 mg po qd and followed patient for signs and symptoms of infection. In late 2007- pt underwent explant procedure by same surgeon at same facility. Intra-operative wound and mesh cultures taken which showed positive for e. Faecalis. Hernia defect repaired with permaco mesh wound closed. In this post-operative period, patient developed another infection and it was reported, it was not related to bard mesh. Pt developed mrsa and underwent explant of the permaco mesh and was implanted with a life cell stratus mesh. In early 2009- pt is reported to be doing well.

Manufacturer narrative:
A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.